Event description:
On 07/28/2010, it was initially reported that a pt experienced a loss of therapeutic effect. On 10/26/2010, it was further reported that high impedance was determined. The pt's lead was revised on (B)(6) 2010. The pt was doing fine following the procedure. The explanted lead was intended to be returned to the MFR. Additional info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).